Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the alleged issue. To resolve the problem, the fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use following the usm replacement. Isi has not yet received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following product evaluated and/ or if additional information is received. No image or procedure video was provided. This complaint is being reported based on the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the system displayed an error 32056 while docking. Prior to contacting an intuitive surgical inc. (Isi) technical support engineer (tse), the surgeon indicated the operating room team restarted the system, but the error reoccurred. The tse reviewed the logs and confirmed the error 32056, pointing to universal surgical manipulator (usm) 1 failure to initialize. As instructed by the tse, the surgeon restarted the system with the emergency power off, but the issue persisted. The surgeon agreed to proceed with the case with 3 arms; usm 1 was disabled. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. Failure analysis investigations confirmed and replicated the reported error 32056. The usm was tested on an in-house system and failed normal mode with error 32056 pointing to the yaw searchlight. The usm failed on a test platform as it failed the sensors check with 32056 error. The usm went through additional testing and all other tests passed. The yaw joint sensor assembly, sl pc and ffc will be replaced as the fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.